Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticm5_13.7, -5.50/2.0/104 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2020. Excessive vault was observed. Lens remains implanted. Cause of the event is reported as unknown. Reportedly, "exchange is not planned. Patient is happy. Problem resolved.